Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiled metallic wires are identified embedded in the riht and left cornu of the uterus'), dysmenorrhoea ('dysmenorrhea (cramping)/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), amnesia ("neurological conditions or problems type: memory loss") and feeling abnormal ("other injury or complications: brain fog"). The patient was treated with surgery (hysterectomy (full),oophorectomy, (bilateral),salpingectomy (bilateral) and laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, dysmenorrhoea, genital haemorrhage, metrorrhagia, vaginal haemorrhage, migraine, amnesia and feeling abnormal outcome was unknown and the menorrhagia had resolved. The reporter considered amnesia, dysmenorrhoea, embedded device, feeling abnormal, genital haemorrhage, menorrhagia, metrorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure. On (B)(6) 2014: confirmation test not specified-results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs received. Events per pfs: abnormal bleeding (vaginal), migraines, neurological conditions or problems type: memory loss, brain fog were added. Event per mr: coiled metallic wires are identified embedded in the right and left cornua of the uterus was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiled metallic wires are identified embedded in the riht and left cornu of the uterus'), dysmenorrhoea ('dysmenorrhea (cramping)/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, arthritis, bone spur, menopause, toothache, backache, vaginal delivery, sickness, flu, fever, redness in breast and gastric bypass. Concomitant products included calcium citrate, ropinirole hydrochloride (ropin), sumatriptan, venlafaxine, vitamin d nos (vitamin d) and vitamins nos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced amnesia ("neurological conditions or problems type: memory loss") and feeling abnormal ("brain fog"). In 2017, the patient experienced metrorrhagia ("metrorrhagia(bleeding b/w periods)"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy (full),oophorectomy, (bilateral),salpingectomy (bilateral) and laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, dysmenorrhoea, genital haemorrhage, metrorrhagia, vaginal haemorrhage, migraine, amnesia and feeling abnormal outcome was unknown and the menorrhagia had resolved. The reporter considered amnesia, dysmenorrhoea, embedded device, feeling abnormal, genital haemorrhage, menorrhagia, metrorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.7 kg/sqm. Imaging procedure - on (B)(6) 2014: confirmation test not specified-results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: pfs received : update of imdrf codes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia(bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (full),oophorectomy, (bilateral),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, genital haemorrhage, menorrhagia and metrorrhagia outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and metrorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: confirmation test not specified-results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: case become incident, previously added injury nos was replaced with dysmenorrhea & new events-menorrhagia, metrorrhagia, general abnormal bleeding, were added. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.